Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included clotting disorder. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced depressed mood ("feeling blue"), hot flush ("hot flashes"), feeling cold ("cold flashes"), emotional disorder ("feel emotionally explosive"), post-traumatic stress disorder ("ptsd"), breast pain ("boobs really hurt"), feeling abnormal ("feel pretty foggy / different foggy than when I still had the coils in me") and coagulopathy ("blood clotting disorder") and was found to have hormone level abnormal ("feeling a bit more hormonal"). The patient was treated with surgery (total hysterectomy). Essure was removed in (B)(6) 2017. At the time of the report, the medical device removal, depressed mood, hormone level abnormal, hot flush, feeling cold, emotional disorder, post-traumatic stress disorder, breast pain, feeling abnormal and coagulopathy outcome was unknown. The reporter considered breast pain, coagulopathy, depressed mood, emotional disorder, feeling abnormal, feeling cold, hormone level abnormal, hot flush, medical device removal and post-traumatic stress disorder to be related to essure. Concerning the injuries reported in this case, the following ones were reported from social media report : medical device removal, depressed mood, hormone level abnormal, hot flush, feeling cold, emotional disorder, traumatic stress disorder, breast pain, feeling abnormal, coagulopathy. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.